Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 487 mg/dl, 211 mg/dl and 246 mg/dl. No adverse event reported. Test cassette is no longer available. Requested return of meter for evaluation.